Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned coronary treatment was performed by the customer and procedure got delayed and completed by using another system. Philips field service engineer (fse) inspected the system onsite and found that geometry movements were not available. Review of the system log file confirmed the malfunction as there was voltage error on output 24v1 bank a-r- cab. Upon troubleshooting, fse found that r cabinet dc power supply was defective. To resolve this issue, fse replaced the 24v power supply. The defective power supply was returned to philips for analysis and the cause of the power supply failure couldn¿t be conclusively determined by supplier part analysis. After replacement. The system was returned to use in good working condition. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.